Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device could not pass the self check during an urgently administered cardiopulmonary resuscitation. The device was replaced and the patient continued to be rescued. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.